Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that while placing the catheter, the nurse noticed that the front end of the tearable sheath of the microintubator was bent and cracked, preventing the completion of the placement, and the problem was resolved when the product was re-exchanged. The problem was found before the device was used on a patient. It was reported this occurred with three devices. This report addresses the second device.